Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery alarm or blank display were noted. The insulin pump had a corroded battery tube, minor scratches on the display window, a cracked display window, a cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Event description:
Customer complained about the display on the screen of the insulin pump is blank. Customer stated that the device has not been dropped or exposed to moisture. Customer stated that the battery compartment is corroded and the spring is neither damaged or corroded. Customer inserted a new battery and stated that the display did not return. Customer was then instructed to remove the battery for 10 minutes and clean the battery cap. Customer reinserted the battery and the display returned. A self test was performed and the insulin pump alarmed failed battery test. Blood glucose is 93 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.